Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the receiver had no audio output. The patient stated that he woke up at 3:00 am convulsive and with an alert of urgent low but did not hear the receiver making any sound. He stated that his reading 'could be' around 32 mg/dl at the time, but there was no fingerstick blood glucose reading taken to compare. His wife was beside him at the time and immediately gave him a glucagon injection. He felt better soon after and was feeling fine at the time of the report. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and reboot was performed and passed. Functional testing was performed and passed. Alarm/alert manual test was performed and passed. The receiver was opened and an internal visual inspection passed. The speaker/vibrator resistance was measured and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The receiver log was downloaded and reviewed. The allegation was confirmed for no audio output due to delayed alerts. The probable cause was receiver dispatch error.